Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer states they run qc daily and the results are in the expected range. Proper maintenance was reviewed with the customer and a new fixed platform was sent to the customer. The customer bulletin on leukocytes was reviewed with the customer regarding higher specific gravity. The customer stated that the patient results that he did review, most had higher specific gravity. The cause of this event is unknown.

Event description:
The customer reported (B)(6) leukocytes in urine on two patients tested on the clinitek advantus when compared to the microscopic reading of the sediment. There was no report of injury due to this event.